Manufacturer narrative:
Batch review performed on 26 april 2021 lot 188577: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: few days after primary cemented tka infection is suspected and the patient is brought back to operating room, where the knee is lavaged. The insert is replaced and it is found severely damaged, after only a few days. According to report, the femoral component was not damaged. Only the massive presence of third bodies in the articulation (invisible on the xray) could have done such damage, but there is no mention of them in the report. The event cannot be fully understood and we have no idea of the real cause for reoperation. The suspected infection was not confirmed. Visual inspection performed by r&d project manager: revision surgery after 10 days from primary of a gmk sphere implant due to infection. During revision surgery, knee joint was washed out and the tibial insert was replaced. Articular surface of the tibial insert looks abnormally damaged with scratches and small craters. This was most likely due to the presence of a third body. From visual inspection there is no evidence that the event is related to a faulty device.

Event description:
Revision surgery following liner wear 2 weeks after primary. During surgery it was noticed that the femoral component did not show any damage, only the inlay was worn on both sides.